Event description:
Additional information was received and patient stated that the were feeling pain in their private area. No further complications noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The caller said that about 3 years prior they went to their doctor's office because it wasn't working and since then they did not have access to a patient programmer. Their healthcare provider had kept the patient programmer. It was clarified that the device not working meant that it was not controlling symptoms. They stated they were in the restroom 14/15 times a day and 4 times at night. They saw a new healthcare provider who turned the device back on and since then they had only used the restroom once. Patient services attempted to clarify if the device was off for 3 years and they never turned it back on because they didn't have a programmer or if they didn't know stimulation was off, but the caller didn't know, they said the nurse said there was no way the device was on. Caller stated that since the device was on everything was working well, but when they just went to lay down they could feel the thumping harder than before. They confirmed it was not uncomfortable. Additional information was received. The patient saw a healthcare provider the day prior who turned it back on and adjusted. They said the pressure in the vaginal area had become uncomfortable the night prior and since then they had wet themselves and had cramps on the left side of the vaginal area. They had left a message with their healthcare provider. It was noted that the patient wanted the system removed. The patient was redirected to their healthcare provider to get assistance with adjusting stimulation and to discuss removal. Additional information was received. The patient spoke with their doctor who was going to provide them with a patient programmer to make adjustments. Additional information was received. The patient called back again repeating the event details that she thinks stimulation is too high because she feels pressure in her private parts. No further complications were reported.